Manufacturer narrative:
UDI: (B)(4). 510(k) # for similar product code of 826631: k914479. Upon completion of the investigation a follow up report will be filed.

Event description:
A microsensor stopped providing data after 6 days; it was not recognized by the monitor. After changing the sensors positiion, it resumed providing data.

Manufacturer narrative:
Updated UDI -- (B)(4). The sensor was returned for evaluation by the supplier. Review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found the internal wires were broken inside the catheter. The catheter material was severely mashed and stretched at the suture location. The catheter material was mashed 2.6 cm and 20 cm from the tip. Due to the condition of the device, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.